Manufacturer narrative:
(B)(4)

Event description:
The patient later reported a problem with the lead not being connected into the lower chamber of the heart. Additional follow up concluded that threshold measurements had risen into a high range in the weeks following implant due to a suspected micro dislodgement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient stated that there was something wrong with their bottom right lead. Follow up concluded that the right ventricular (rv) lead has a high output but the physician has elected not to "fix" the lead. The patient instead follows up every three months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead was capped and replaced due to the high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.